Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, post server migration patients were not showing on the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that list of patients information was not shown on the station. The technical support specialist (tss) verified that neither the station nor the server showed any communication errors by checking the notices tab and health site viewer, as well as the medstation es screen for relevant icons. Tss guided the customer to use the knowledge article (B)(4) if users had communication issue. Since no communication notices were found, the issue was identified as the patient showing an unknown status due to a missing admit message. The customer manually updated the patient information on the es webpage and confirmed that the patient was correctly displayed on the station. The system functioned as intended after the customer resolved the issue.